Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose value was 45 mg/dl at the time of the incident. Customer also stated that the insulin pump received insulin flow blocked alarm. Customer declined trouble shooting for low blood glucose and insulin flow blocked alarm. The insulin pump will not be returned for analysis.